Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported clinical event cannot be established as the product is not available for analysis. Device history record (DHR): the DHR confirmed that the device met all material, assembly, and performance specifications. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Labeling review: a review of the malleable penile prosthesis instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. The IFU lists discomfort as a potential adverse event associated with implant of this device. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient implanted with this malleable penile prosthesis was not satisfied with device concealability. Upon clinical evaluation, troubleshooting was performed; however, it was decided to replace the device. A surgical procedure was performed and the existing device was removed and replaced with an inflatable penile prosthesis. No patient complications were reported.

Manufacturer narrative:
Pending investigation closure.

Event description:
It was reported that the patient implanted with this malleable penile prosthesis was not satisfied with device concealability. Upon clinical evaluation, troubleshooting was performed; however, it was decided to replace the device. A surgical procedure was performed and the existing device was removed and replaced with an inflatable penile prosthesis. No patient complications were reported.